Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that she had a right knee replacement on (B)(6) 2015. Patient stated that she has had pain and discomfort since day one of surgery.

Manufacturer narrative:
Additional devices listed in this report after initial submission: 5510f402 triathlon cr fem comp #4 r-cem ahb6a. 5551l320 triathlon asym patella a32x10 lek968. 5520-b-400 triathlon prim tib baseplate - cemented siwia. 6191-1-001 simplex p full dose 1 pack rcw039. An event regarding pain involving an triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no products were returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: she had a protracted post operative rehabilitive course where she made slow but steady progress reaching a functional range of motion of 0-130 degrees. Despite this she had ongoing complaints of pain. Many months after her procedure she was felt to have developed a saphenous nerve neuralgia and in addition to ongoing physical therapy was treated by an interventional pain specialist with injections, cryotherapy and nerve medication. No other definitive cause for the ongoing medial sided knee pain was identified. Product history review: a review of the product history review indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event was not confirmed. The patient implants were not part of a recall. The exact cause of the event could not be determined because further information such as device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called and stated that she had a right knee replacement on (B)(6) 2015. Patient stated that she has had pain and discomfort since day one of surgery.